Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise that was oversensed causing pacing inhibition. The pocket was open and the sensing portion of this right ventricular (rv) lead was easily pulled out as it was loose. The lead was reinserted and the set screw was tightened and the issue was resolved. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.